Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (400s mg/dl). Insulin injections and fluids were used to address the high bg. The customer thought the high bg was due to the infusion set sites as the site was changed more often than normal to resolve the high bg. As the events had occurred in the past, the cause could not be confirmed.